Event description:
The account alleged the side rail will not stay latched. No injury reported.

Manufacturer narrative:
The account found debris in the side rail latch spring. The account cleaned the side rail latch spring to resolve the issue.